Event description:
The facility's risk manager reported a failure code 810:11 on channel b. Information was not provided regarding whether or the device was infusing to a patient when the reported failure occurred. According to the risk manager, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, medication involved, or set up of the infusion device.